Event description:
Same case as MDR ID#: 2134265-2013-04974, 2134265-2013-04975. It was reported that during stenting treatment, pullback failure occurred. Access was obtained via radial artery. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The sled was not able to pullback. Imaging of the vessel was completed with another of the same device. No complications reported. The patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).